Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6) .

Event description:
Customer has been experiencing high readings ( 25.0 mmol/l). Customer states that she smells insulin near her luer lock, cartridge or adapter. No adverse event alleged. A request was made for the return of the device.